Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The system error 322 alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The input/output printed circuit board was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During the evaluation of a returned spectrum infusion pump, 6 occurrences of "system error 322" alarms were identified in the event history lot. Any patient involvement, injury or medical intervention is unknown since this item was found during evaluation of the device.